Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain ") in a 26-year-old female patient who had essure (batch no. 880429/ 863564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted for menorrhagia. Other product or product use issues identified: drug ineffective "did not work; it did not control abnormal bleeding". The patient's past medical history included multigravida, parity 1 (date of births: (B)(6) 2004), caesarean section, autism, transaminases increased, palpitations, sun blister, sun blister, vaginitis, gastric operation and sinus operation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, general anaesthesia, spotting vaginal, irregular menstruation, bacterial vaginosis, benign positional vertigo, constipation, esophageal reflux, idiopathic intracranial hypertension, vaginal cyst, vitamin d deficiency, vulval mycotic infection, goiter, overweight, asthenia, uterine bleeding, endometriosis and ovarian cyst. Family history included breast cancer ((grandmother)) and diabetes mellitus ((grandmother)). Concomitant products included alprazolam (xanax) since 2009, duloxetine hydrochloride (cymbalta) since 2009, fluoxetine hydrochloride (prozac) since 2009, lamotrigine (lamictal) since 2009, mirtazapine (remeron) since 2009 and paroxetine hydrochloride (paxil) since 2009 for borderline personality disorder, medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2012 for contraception, metoclopramide (reglan), ondansetron (zofran) since 2013 and promethazine (phenergan) since 2013 for gastroparesis, topiramate (topamax) since 2010 for pseudotumor cerebri as well as eiamos, since 2010, esomeprazole magnesium (nexium), omeprazole, oxycocet (oxycodone hydrochloride w/paracetamol), ranitidine hydrochloride (zantac) and sumatriptan succinate. On (B)(6) 2006, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously and removed on (B)(6) 2011. A new mirena was inserted on (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 2 months 25 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge"), headache ("headaches"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), the first episode of menorrhagia ("prolonged menses / menorrhagia"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and the second episode of menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), pelvic pain ("pelvic pain / pain") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menstrual disorder, dysmenorrhoea, migraine and vaginal discharge had resolved and the headache, dyspareunia, pelvic pain, back pain, vaginal haemorrhage, the last episode of menorrhagia and fatigue had not resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter provided no causality assessment for abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia with mirena. The reporter commented: because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: fallopian tubes were fully occluded in proper plac on (B)(6) 2015: pelvic and endovaginal ultrasound: endovaginal imaging was performed for better evaluation of the uterus and adnexa given suboptimal bladder distention. Bladder is normal in appearance. Uterus is normal in appearance. Endometrial stripe is normal in appearance and thickness. The left ovary contains a partially collapsed hemorrhagic follicle measuring 18 x 18 x 14 mm. Normal blood flow within the left ovary. Right ovary normal in echogenicity, follicular pattern, and blood. Lot number: 863564 manufacturing date: may-2011 expiration date: may-2014. Lot number: 880429 manufacturing date: jul-2011 expiration date: jul-2014. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records dysmenorrhea, menorrhagia, vaginal bleeding, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain ") in a (B)(6) year-old female patient who had essure (batch no. 880429,863564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted for menorrhagia. Other product or product use issues identified: drug ineffective "did not work; it did not control abnormal bleeding". The patient's past medical history included multigravida, parity 1 (date of births: (B)(6)), caesarean section, autism, transaminases increased, palpitations, sun blister, sun blister, vaginitis, gastric operation and sinus operation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, general anaesthesia, spotting vaginal, irregular menstruation, bacterial vaginosis, benign positional vertigo, constipation, esophageal reflux, idiopathic intracranial hypertension, vaginal cyst, vitamin d deficiency, vulval mycotic infection, goiter, overweight, asthenia, uterine bleeding, endometriosis and ovarian cyst. Family history included breast cancer ((grandmother)) and diabetes mellitus ((grandmother)). Concomitant products included alprazolam (xanax) since 2009, duloxetine hydrochloride (cymbalta) since 2009, fluoxetine hydrochloride (prozac) since 2009, lamotrigine (lamictal) since 2009, mirtazapine (remeron) since 2009 and paroxetine hydrochloride (paxil) since 2009 for borderline personality disorder, medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2012 for contraception, metoclopramide (reglan), ondansetron (zofran) since 2013 and promethazine (phenergan) since 2013 for gastroparesis, topiramate (topamax) since 2010 for pseudotumor cerebri as well as eiamos, since 2010, esomeprazole magnesium (nexium), omeprazole, ranitidine hydrochloride (zantac), sumatriptan succinate and tylox (percocet [oxycodone hydrochloride, paracetamol]). On (B)(6) 2006, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously and removed on (B)(6) 2011. A new mirena was inserted on (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 2 months 25 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge"), headache ("headaches"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), the first episode of menorrhagia ("prolonged menses / menorrhagia"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and the second episode of menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), pelvic pain ("pelvic pain / pain") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menstrual disorder, dysmenorrhoea, migraine and vaginal discharge had resolved and the headache, dyspareunia, pelvic pain, back pain, vaginal haemorrhage, the last episode of menorrhagia and fatigue had not resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter provided no causality assessment for abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia with mirena. The reporter commented: because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: fallopian tubes were fully occluded in proper plac on (B)(6) 2015:pelvic and endovaginal ultrasound:endovaginal imaging was performed for better evaluation of the uterus and adnexa given suboptimal bladder distention. Bladder is normal in appearance. Uterus is normal in appearance. Endometrial stripe is normal in appearance and thickness. The left ovary contains a partially collapsed hemorrhagic follicle measuring 18 x 18 x 14 mm. Normal blood flow within the left ovary. Right ovary normal in echogenicity, follicular pattern, and blood . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records dysmenorrhea, menorrhagia, vaginal bleeding, vaginal discharge most recent follow-up information incorporated above includes: on 12-feb-2018: plantiff fact sheet & medical record received. Events abnormal bleeding(vaginal),headaches,dyspareunia, lower back pain,pelvic pain, menorrhagia, fatigue are added. Lot number received. Lab data updated. Concomitant drug & condition are added. Mirena added as co-suspect drug. Historical condition and drug are added. Patient , product & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), migraine ("migraine headaches") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menstrual disorder, dysmenorrhoea, menorrhagia, migraine and vaginal discharge had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fallopian tubes were fully occluded in proper plac. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.